Manufacturer narrative:
Device will not be returned. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Clinical research associate reported a broken screwdriver.